Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 250 (non-fasting), 218 and 222 (both fasting) mg/dl. The customer's expected fasting blood glucose test result range is 113 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/13/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: the 218mg/dl (B)(6) 2017 09:05 am fasting:yes, 177mg/dl (B)(6) 2017 02:21 am fasting:no, 250mg/dl (B)(6) 2017 04:52 pm fasting:no, 240mg/dl (B)(6) 2017 10:05 am fasting:no, 222mg/dl (B)(6) 2017 09:31 am fasting:yes. Customer has had this meter for about 1 week. Customer has stated nothing has changed no medication or diet.